Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, when both release wheels are moving on the same time, the stent allegedly opened with thirteen one millimeter only instead of forty millimeter. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, when both release wheels are moving on the same time, the stent allegedly opened with thirty-one millimeter only instead of forty millimeter. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot was reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was returned for evaluation. The returned delivery system was found in used condition without stent, and the deployment mechanism including both wheels was fully functioning. An indication for stent foreshortening could not be found on the returned system. Provided x-ray images demonstrate the placed stent including a digital length measurement according to which the stent was 31mm after deployment instead of the nominal length of 40mm. A detailed strut evaluation was not possible due to poor resolution, and an x-ray scale was not present on the images. The images also confirm that an additional stent was placed, as reported. The investigation leads to confirmed result for stent foreshortening during deployment. Based on the information available the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment (...) Remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' In regards to pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instruction for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.